Event description:
The customer was hosptialized for high blood sugars. The customer was unable to troubleshoot at the time of call and stated that they will call back later. The customer called back and reported that their pump is not priming correctly. The customer was advised to revert back to manual injections per their doctor's orders.